Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure for about 10seconds. The device was simply removed without issue and the procedure was completed with another of same device. No patient complications were reported.